Event description:
Customer reported there was no image on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the snubber board caused the fault. The ge rep placed the snubber board on order. It is anticipated that replacement of this part will restore the system to operating as intended.